Event description:
During surgery, the bumper fell down on the surgical field. No injuries on the patient were reported. Factory reference number: (B)(4).

Manufacturer narrative:
The biomedical engineer replaced the bumper after the surgery and returned the unit back to use. According to tests performed during design verification activities, this type of failure can be caused by repeated collisions/impacts to the cupola. Maquet also determined that the hardness of the bumper may be a contributing factor to the reported event. The powerled series operating manual includes a verification of the covers during yearly maintenances.